Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during drain 1 of 6 while the hp was connected. The hp stated that once the therapy was initiated, there was still one unused supply line that had the white clamp opened. The technical service representative advised the hp to end the therapy and start over using all new supplies. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for a system error 2240, where the home patient (hp) had an unused supply line with an open clamp. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. If any additional relevant information is obtained, a supplemental report will be submitted.